Event description:
It was reported that the unspecified bd nano¿ 2nd gen pen needle leaked during the hormone injection. The following information was provided by the initial reporter: "patient experiences bleeding and leakage of medication when administering the injection in his stomach. Patient didn't experience these issues until he switched to the bd nano 2nd gen needle for his daily hormone injections."

Manufacturer narrative:
H.6. Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd nano¿ 2nd gen pen needle leaked during the hormone injection. The following information was provided by the initial reporter: "patient experiences bleeding and leakage of medication when administering the injection in his stomach. Patient didn't experience these issues until he switched to the bd nano 2nd gen needle for his daily hormone injections."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Reporter name and address: the customer's address is unknown. Idaho, USA has been used as a placeholder based on the reported phone area code. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ 2nd gen pen needle leaked during the hormone injection. The following information was provided by the initial reporter: "patient experiences bleeding and leakage of medication when administering the injection in his stomach. Patient didn't experience these issues until he switched to the bd nano 2nd gen needle for his daily hormone injections.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-feb-2023. Customer returned a total of 2 used pen needles with tear top label removed. It was reported by the consumer that patient experiences bleeding and leakage of medication. The returned samples were visually inspected under the microscope and no issues were observed. Flow test was applied to both the returned pen needles no leakages or other problems were seen. The integrity of each needle point was inspected, and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needle's cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.